Event description:
The olympus representative reported on behalf of the customer, the ultrasonic array was damaged on the evis lucera ultrasound gastrovideoscope, and other faults needed to be detected for the asset return/inspection. The issue was found during reprocessing. The intended procedure was completed with a similar device and a evis lucera elite video system center. The procedure was not delayed more than fifteen (15) minutes. The patient was not under general anesthesia. No patient harm reported. During the evaluation of the device, it was noted the ultrasonic probe was damaged. This report is to capture the reportable malfunction of the ultrasonic probe was damaged noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. There was one (1) broken ultrasound wire and one (1) weak ultrasound wire. The identification board was replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 07-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the damaged ultrasonic probe likely occurred from external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Visually check that there are no abnormalities such as cracks, dents, swells, edges, scratches, protrusion of metal lines from inside, protrusion, sag, deformation, bending, adhesion of foreign matter, and falling off of parts on the outer surface of the entire length of the insertion part including the curved part and the tip part." Olympus will continue to monitor field performance for this device.